Event description:
It was reported that the values are incorrect. No patient injury was reported.

Manufacturer narrative:
Evaluation: examination found that the device passed the final acceptance test unit (fatu) test before and after the 96 hours burn-in test per procedure. The reported event could not be confirmed by evaluation. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. No further actions will be taken at this time.